Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. A non bsc device was implanted in the proximal lad and the physician attempted to implant a 2.75x16mm taxus express2 drug eluting stent (des) at the distal side of the previously implanted non bsc device. After confirming with ivus, the taxus express2 des was inserted into the lesion without predilation. The des crossed the lesion and while deciding on the location of implantation, the physician thought the lesion had to predilate. Therefore, the physician tried to withdraw the stent but it dislodged in the previously placed bsc device. The physician then tried to withdraw the taxus express2 des with snare but he was unable to so the des was implanted at lmt. The physician then implanted a 2.75x20mm taxus express2 des at the distal side of the non bsc device. No patient complications were reported with the patient's current listed as "good".

Manufacturer narrative:
.